Event description:
The customer reported that during procedure preparation, his olympus evis exera iii video system center was loosing the image whenever he moved the endoscope connector. According to the initial reporter, the intended procedure was completed using the subject device without any patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the intermittent image that was reported. The DHR confirmed that the subject device was shipped in accordance with the specifications. The subject device was not returned for physical evaluation. The investigation could not establish the root cause of the reported problem. Olympus will continue to monitor field performance for this device.